Event description:
The customer reported that the ma setting was too low and the battery charge was 70%. Also the screen was washed out. No patient injury occurred.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service representative recalibrated the generator and filament circuits. He removed and replaced the defective charger board and batteries. He also calibrated the charger board. The system operates as intended.